Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, a cartridge alarm 1 occurred, however, the customer declined troubleshooting. Customer's blood glucose level was 177mg/dl.